Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after an lar procedure that, the pt bled after surgey. The bleeding could not be stopped with clipping. The origin of bleeding was unk. There was no reported device malfunction. A blood transfusion was required and a re-operation was performed for an artificial anus. The doctor performed a colostomy. The pt is doing well with no further consequence reported.